Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. This evaluation confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of specification. The evaluation identified severed motor mount screws which is a known contributor to system error 105. The motor assembly, including the screws were replaced.